Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that ah plus jet starter kit was used in treatment of 2 patients. Reportedly, complications and post operative pain was reported after use of this product. One patient is still taking medication due to infection. The physician reports that the problem could be with the yellow past and the white paste appeared in the mixer and the consistency was soft and taking longer to set. Additional information has been requested.

Manufacturer narrative:
Investigation: the material identity of the tubes ("amin & epoxid") corresponds to the reference samples. The consistency and the setting behavior of the material are okay. The mixing tip also works perfectly. No abnormalities. The assessment is not applicable to this complaint. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR.